Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was used during a combined mesh procedure performed on (B)(6) 2014. According to the complainant, when the sacrospinous ligament was peeled during the operation, rectal injury occurred in the 3 to 4 o'clock in direction. The injury was cleaned sufficiently, was divided into 3 layers from the mucosal surface, and then was sutured. Treatment was done for rectal damage. Reportedly, the mesh was placed in the bladder and there was no mesh exposure observed. Also, there was no sexual difficulty felt.